Event description:
Difficulty walking [gait disturbance]; cannot bend knee [joint range of motion decreased]; left knee swelling [joint swelling]; knee pain [arthralgia]. Case description: spontaneous report received on (B) (6) 2008 from a 62 (B) (6) female consumer with a history of osteoarthritis, torn meniscus, bone spurs, pain and achiness at night in left knee, previous synvisc injections, prior effusion and arthrocentesis, initials e-e, who experienced pain in left knee, swelling in left knee, cannot bend the left knee and had to use a crutch to get around after starting synvisc. The patient received her first injection of synvisc into the left knee on (B) (6) 2008, after which the left knee was painful and extremely swollen. The patient could not bend the left knee and had to use a crutch to get around. She had been prescribed methylprednisolone and applied ice to her left knee. At the time of this report, the outcome was unk.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.